Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an unseated flex cable on the battery interconnect board. The battery interconnect board was replaced as precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown) the device discharged successfully once. However upon the second attempt to defibrillate the patient, the device displayed "defib fault 78" and "defib fault 79" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.